Event description:
User stated they were running patient samples and noticed they were getting incorrect results for calcium. She stated she ran quite a few patient samples before stopping the analyzer. The following two examples were provided. The repeat testing was performed on another analyzer at the site. Sample 1 initial result was 5.3 mg per dl, repeat result was 8.4 mg per dl. Sample 2 initial result was 1.7 mg per dl, repeat result was 10.0 mg per dl. No results were released.

Manufacturer narrative:
The field service representative determined the cell blank dispense was low and adjusted the cell blank level. The user ran calibration, qc and precision which met the lab's specification.